Manufacturer narrative:
The actual device and a picture was available and returned for evaluation. The visual inspection of the device and picture showed a leak form the arterial dialyzer connector. The arterial dialyzer tube was detached from arterial dialyzer connector; there was no solvent/glue residue in the tube and in the arterial dialyzer connecter. The reported condition was verified. The cause of the event was due to assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Specific actions have been initiated at the manufacturing site in order to improve the manufacturing process of the lines, avoiding this type of issue reoccurring. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment with a gambro cartridge set, an external blood leakage was observed due to a disconnection between the arterial dialyzer connector and the arterial dialyzer line. The blood was not returned to patient. The blood loss was reported as about 500ml. Treatment was discontinued. The patient ¿showed signs of anemia¿ and experienced dizziness and trauma. The patient was injected with nutritional supplements and hematopoietic agents "more than 10,000¿. At the time of this report, the patient outcome was not reported. No additional information is available.